Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an extension-revision procedure on (B)(6) 2015 as a result of adjacent segment disorder due to degenerative disc disease. The original hardware, which was implanted on an unknown date approximately sixteen (16) months prior, was not touched and remained in good condition. A separate device was inserted during the revision. The scrub nurse placed the device onto the implant holder and then the bone graft was put into the cage. At that point, the plate (which forms the front part of the implant and is not a separate device), fell off of the cage without impaction. The plate was put back onto the cage, but it fell off again as the surgeon began advancing the implant between the vertebrae. After that, a new implant was opened and the procedure was completed as planned. There was a reported five (5) minute surgical delay with no reported patient harm. Postoperative, the patient outcome was reported as being ¿satisfactory.¿ this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient weight is unknown. Device was not implanted or explanted during the procedure. A new implant was used to complete the surgery. Per the facility, the complainant part was discarded and is not available for return. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: 04.647.126s / lot. 9280922. Manufacturing location: (B)(4), manufacturing date: december 10, 2014 - expiry date: december 1, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.